Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. No moisture damage on the keypad traces or keypad dome switches noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that insulin pump was exposed to moisture. Customer was pushed into the pool. The insulin pump was not turning on. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. The insulin pump will be returned for analysis.